Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking and required excessive force to press down. There was no reported impact to customer¿s blood glucose level. Tandem technical support made multiple attempts to follow up with the customer and discuss pump replacement; however, a response was not received.